Event description:
The manufacturer representative provided additional information indicating that the reason for the charging difficulty is unknown, the patient¿s spouse reported that the patient moves during charging which may contribute to the issue, charging takes a prolonged amount of time and the patient finds it difficult to remain seated, the patient plans to contact the physician to discuss upgrading to a newer recharger with faster charging capability, the issue has been ongoing for approximately one year, but the representative was notified on 2/26/26.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been having a difficult time charging their device. It takes longer than it used to. Battery is almost 11 yrs old and the patient has a hard time sitting still long enough to charge because it takes so long. Tried teaching some techniques to help keep the charger on the battery better and it tried charging more frequently but nothing has helped very much. Patient has requested an appointment with neurosurgeon to see if they can upgrade to the newer model since it chargers quicker.